Event description:
The customer reported that they got indication of no gas flow from modules as they were unable to see an indication of 40 cmh2o when adjusting the peep level to check the manometer vs. The pressure transducer.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.